Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine via an implantable pump for spinal pain indications. It was reported that the patient had a back surgery of the lower spine (confirmed not related to the mdt device/therapy) and the healthcare provider (hcp) wanted them to wear a back brace that cinches very tight across abdomen area where the pump was implanted. Patient services reviewed mdt is not medically trained and redirected to managing hcp for medical direction. The patient stated "about a couple of months ago", then stated 6 months ago the patient went to have the pump filled and they had to use x-ray to find the pump because the pump flipped and they had to manually manipulate the pump back in order to fill it and they were concerned that the strap of the brace would hurt or effect the pump in the pocket because it was loose and not anchored. The patient was redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.